Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented chest pain. Therefore, the health care professional (hcp) wanted to interrogate the device, and it could not be successfully recognized during telemetry after multiple attempts. A clinical representative was about to be paged to assist. No adverse patient effects were reported. This ICD remains in service.